Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not confirmed during extensive laboratory testing, however the pump module was found to be operating out of specification. Rate accuracy testing was performed on the suspect pump module. The test results measured the actual rate at 9.27 ml/h (-7.32% error) indicating the device needs calibration. The rate calibration task was performed, the pump module¿s new vpmr was 175.3pl, which was within the acceptable range between 153.9 pl to 188.1 pl. After the calibration the pump module was programmed again with a test infusion rate of 10 ml/h for 60 minutes. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The review of the pcu event log showed the events from the reported incident date have been overwritten due to continued use. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. Event log review showed on 27 september 2025 at 12:03 pm, the suspect pump module s/n (B)(6) was attached as channel a, to the concomitant pcu s/n (B)(6). At 12:06 pm the reported infusion with rate of 11.5 ml/hr and vtbi of 90 ml started, however at 12:43 pm a new infusion with rate of 10 ml/hr and vtbi of 82.956 ml was programmed and started. At 1:10 pm the suspect pump module alarmed for air-in-line, therefore the door was opened and closed, at 1:14 pm a new infusion with rate of 10 ml/hr and vtbi of 100 ml was loaded a few seconds after the infusion was changed and started with rate of 10 ml/hr and vtbi of 90 ml. At 1:20 pm user pressed key ¿channel off¿, there is no record of further infusions during the event day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over-infusion event could not be determined, as testing was unable to reproduce the issue. However, the pump module was found to be operating out of specification. A calibration task was performed, and the pump module was confirmed to be working within specification. Review of the event log identified an 'air in line' alarm during the reported period. Nevertheless it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion on 27sep2025. There was patient involvement and no harm. The customer provided the additional following information: the infusion event occurred between around 12:00pm to 14:30pm. A 100 unit bag of insulin drip had over infused. The intended rate of infusion was 11.5ml/hr, and updated to 10ml/hr following the infusion start. The bag concentration was 100units/ml of insulin. The drip was started at 12:06pm, but at 13:14, both rns claimed to have entered the room and observed the 100ml bag was empty and had infused into the patient. The infusion was about 100ml over about 1.2 hours. Per the in-house biomed's testing: they have been unable to reproduce any form of the over infusion event. Tested with asm software with rate accuracy and it was actually found the pump is under infusing consistently at around 6.5% under the intended volume. Similarly, when trying to recreate with the 11.5ml/hr or 10ml/hr, the tester observed an under infusion of around the same percentage inaccuracy.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion on (B)(6) 2025. There was patient involvement and no harm. The customer provided the additional following information: the infusion event occurred between around 12:00pm to 14:30pm. A 100 unit bag of insulin drip had over infused. The intended rate of infusion was 11.5ml/hr and updated to 10ml/hr following the infusion start. The bag concentration was 100units/ml of insulin. The drip was started at 12:06pm, but at 13:14, both rns claimed to have entered the room and observed the 100ml bag was empty and had infused into the patient. The infusion was about 100ml over about 1.2 hours. Per the in-house biomed's testing: they have been unable to reproduce any form of the over infusion event. Tested with asm software with rate accuracy and it was actually found the pump is under infusing consistently at around 6.5% under the intended volume. Similarly, when trying to recreate with the 11.5ml/hr or 10ml/hr, the tester observed an under infusion of around the same percentage inaccuracy.